Manufacturer narrative:
The facility reported that patient procedures delayed due to low ultrafiltration performance while using a medivators hemocor hph700 hemoconcentrator. It was reported that the hemoconcentrator was not removing fluid volume at the rate the perfusionist and physician were accustomed to. The device was switched out for a different hemofilter; therefore, the procedure was delayed. Medivators product manager is in close contact with the distributor. Based on internal analysis of the device, the hph700 hemoconcentrators of this lot may exhibit low ultrafiltration performance that is below specification. It is important to note the importance of ultrafiltration utilized to moderate potassium levels differs from patient to patient, and the hemoconcentrator's ultrafiltration performance also may not have a direct impact to the patient during a procedure. Hemodilution/hemoconcentration is closely monitored by the physician and staff in the operating room, and if hemoconcentrator performance issues are observed during a procedure, they can be corrected quickly. Medivators is voluntarily recalling the affected lot number. To date, there have been no reports of serious patient illness or injury. This complaint will continue to be monitored in the medivators complaint system.

Event description:
The facility reported that patient procedure was delayed due to low ultrafiltration performance while using a medivators hemocor hph700 hemoconcentrator.